Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was broken and displayed open status even when it was already open. The customer tried to reboot but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was broken and displayed open status even when it was already open. A field service engineer (fse) found that the half height (hh) cubie drawer was not sensing as closed. The fse replaced the position sensor, drawer controller board, and retractor band with flex cable, and also replaced missing drawer slide bumper stops. The drawer was tested and successfully recovered, resolving the issue. The system functioned as intended after the field service engineer repaired the device.